Manufacturer narrative:
(B)(4): evaluation, results: root cause of event cannot be determined. (Cva/stroke), (no device received for evaluation).

Event description:
Two endeavor sprint rx drug eluting stents were implanted. One stent (3.50 x 24mm) was deployed successfully to the distal rca and one stent (2.50 x 24mm) was deployed successfully to the right posterior descending. Two weeks post index procedure bleeding was observed relating to the catheterization of the bladder. Aspirin, plavix and warfarin were stopped. One week later a brain infarction was observed, which was treated with a transfusion. The pt is in remission. Reference MFR report numbers 9612164201101221 and 9612164201101222.